Event description:
It was reported that the healthcare provider contacted technical services (ts) for troubleshooting due to the device delivering multiple inappropriate shocks due to supraventricular tachycardia (svt). Reportedly, the patient forgot to take their medication. It was also noted that the left ventricular (lv) threshold had increased, and a new pacing vector was tested for the lv lead with good results. The device remains in service. No additional adverse patient effects were reported.